Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the batteries are not charging, the power light on the top right does not lit, the cardiohelp was properly connected to the mains and the technical error message "ac voltage error" occurred. The failure occurred during treatment. The patient was transferred to another device. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the batteries are not charging, the power light on the top right does not lit, the cardiohelp was properly connected to the mains and the technical error message "ac voltage error" occurred. The failure occurred during treatment and the cardiohelp was exchanged. As confirmed by getinge service and sales unit the battery not charging failure was solved by replacing the batteries. The ac voltage error could not be reproduced, therefore the power supply was not replaced. Reported failure: "battery not charging": the failure "battery not charging" was investigated within non conformity. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah. On the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also. This can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. As a corrective action the engineering change request was initiated. The supplier of the batteries updated the firmware and the overcharging threshold of the batteries has been increased from 300 mah to 930 mah to reduce the probability of triggering of the overcharge protection flag without negatively affecting the safety mechanism. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (revision 1.8, chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." Reported failure: "ac voltage error": the failure could not be reproduced. Thus, no exact root cause could be identified. According to the risk file v24 following root causes can lead to the reported failure: total fail because of: external mains power: breakdown of ac/dc line voltage (mains), power supply cannot be connected. The review of the non-conformities has been performed for the ac voltage error on 2022-09-06 for the period of 2010-12-01 to 2022-05-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "batteries are not charging, the power light on the top right does not lit" could be confirmed. The error message "ac voltage error" could not be reproduced. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).